Manufacturer narrative:
The device ro 14 030 has been inspected for investigation purpose. The tests performed confirmed that there was an interaction between the high voltage surge generated by the toric isolation transformer and the hospital electrical system that caused the issue. (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. As a consequence the device was stopped several time during the procedure. A surgery delay has been reported without any precision of the lime lost.